Event description:
The implant failed due to pt bone condition and health habit . The implant was placed at # 26 and removed after 3 mos. Moderate oral hygiene. Pain.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.